Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the pump software did not suspend insulin delivery. Customer's blood glucose was 66-67 mg/dl. Reportedly, customer reset pump and continued to use it for insulin therapy.